Event description:
Event description guidant received information that the atrial cathode setscrew of this pacemaker would not tighten to secure the atrial lead in the header. This resulted in a loss of capture and varying impedance measurements on the atrial channel. The device was explanted, replaced and returned for analysis.